Event description:
It was reported the pt experienced a loss of therapeutic effect. It was stated that the pt was participating in some activity or exercise and, while "bending over with some twisting motion" the pt "though he heard a popping sound," then lost stimulation from his device. It was stated that impedances on the device were >4000 ohms on all of the bipolar pairs. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Event description:
It was reported that during a low anterior resection procedure, 1x trigger broken, 1x incomplete staple line. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device was not returned the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged closure trigger. Device a was received with the closing trigger broken and in the opened position, otherwise in good visual condition. The original reload was received loaded in the device with staples present, with the washer uncut and with the knife recessed below cartridge deck. The reload lockout was not engaged; this is correct since reload still had staples. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process. Device b was received in good visual condition and with one reload loaded on the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.